Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported following an intraocular lens implant procedure the retina was nicked and observed a macula hole, this was treated however there remain a permanent dilated retina which lead to blurry vision issues. The consumer reported that it was legally blind in one eye. Additional information has been requested.